Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Caller reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.